Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 120-129 mg/dl. Tandem technical support followed up with the customer to see if a back up insulin therapy was obtained but the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.